Event description:
In 2008, the patient reported experiencing e4 (occlusion) errors for the past "couple" of months. He stated that sometimes the occlusion is in the infusion tubing and sometimes the cannula of the headset is bent. He stated that he has scar tissue and has been using the same infusion site areas for 8 years. He has tried using his upper buttocks but his hands are shaky and he has difficulty inserting the site properly. He stated that he sometimes uses an infusion site for 4 days. He was advised to change the infusion site every 3 days. No physiological effects were reported. The patient was sent an infusion site insertion device, infusion sets, and information on infusion site management. No product is available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.